Manufacturer narrative:
Date of submission 06-jun-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: review of the black box data revealed evidence of loss of prime with low non-zero force. On investigation, the pump powered on normally and was exercised for 24 hours without any loss of prime occurring. The force sensor was evaluated and found to be within specifications. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.